Event description:
This pt was being transported by (B)(6) from a scene, flight to a hospital when they developed cardiopulmonary arrest. The flight crew attempted defibrillation using a zoll cct and kimberly-clark r2 multifunction electrodes. No electrical energy was delivered to the pt and the monitor indicated a fault with the electrodes. The spare set of r2 electrodes were placed on the pt and defibrillation was again attempted. The zoll monitor gave an error message and indicated there was a pad fault. The pt was taken into the ER with CPR in progress, was subsequently resuscitated by the ER staff and admitted to the ICU.